Event description:
It was reported that this electrode exhibited noise, oversensing and low amplitude measurements. Several inappropriate shocks were delivered as a result of the oversensing. Tachycardia therapy was temporarily programmed off for evaluation. Review of the electrode under x-ray noted potential air entrapment around the electrode. The primary sense vector was reprogrammed and this product remains implanted and in service. No additional adverse patient effects were reported.